Event description:
Procedure type: urological/gynecological. According to the rptr: the pt underwent surgery for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00122 (uretex), 9615742-2011-00123 (avaulta posterior support system). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior".